Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 377760, lot# v010769, implanted: (B)(6) 2006, product type: lead; product ID 377760, lot# v004735, implanted: (B)(6) 2006, product type: lead. (B)(4).

Event description:
A healthcare provider (hcp) for a clinical study reported an impedance check was run at time of implantable neurostimulator (ins) replacement on (B)(6) 2015, and a single contact was noted to be out of range. Etiology was noted to be related to the device or therapy and possibly related to the implant procedure. No symptoms were reported. The patient had her initial programming session post-ins replacement on (B)(6) 2015, and as of (B)(6) 2015, the stimulator was providing good relief of radicular pain. Indication for use was reported as spinal pain. The event was ongoing with no further action needed. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that there were high impedances. There were electrodes with more than 10,000 ohms.